Event description:
Additional information received indicated the patient has therapy in the correct areas, but has no relief of pain. Patient's physician recommended a new medication protocol and no intervention with respect to the drg system is planned at this time.

Event description:
Additional information indicated the patient continues to experience ineffective stimulation. Reprogramming is unable to provide effective therapy. Patient is being referred to a surgeon to discuss options.

Event description:
The patient has 2 leads (from the same lot) as part of her axium neurostimulator system. It was reported the patient experienced ineffective therapy from her axium neurostimulator system. The physician performed a trial for a scs system on (B)(6) 2017. The next course of action has not been provided to the manufacturer.